Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The device evaluation found objective lens adhesive part was peeled off. Based on the results of the investigation, it is likely that the event occurred due to stress from use, external factors or handling. However a definitive root cause cannot be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instruction manual describes the method of detection of this issue in the operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. In addition, the following non-reportable malfunctions -many components showed scratches/deformation due to physical stress. Due to damage on charged coupled device unit, insulation resistance value does not meet the standard value, breakage of the image sensor cables were found during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectablevideoscope exhibited the adhesive part of the objective lens peeled off. There were no reports of patient involvement.